Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated charge circuit timeout.

Event description:
It was reported that the device recently had a charge circuit timeout and had reached elective replacement indicator (eri). The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).